Event description:
It was reported that during an incision hernia procedure, the tissue pad came off the device. It looks like the tissue pad melted. There is a partial pad on the clamp arm. They never found the pad. They used another harmonic device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.